Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on january 15, 2018 but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analyis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: it was reported that a patient underwent an initial hip procedure on (B)(4) 2017. Subsequently, the patient was revised due to infection on (B)(6) 2017. All implants were removed, cement mantle was cleaned out. Biomet hip was implanted. Only info about the revised implants are ms30 and allofit. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown (not returned by hospital). Root cause analysis root cause determination using dfmea: infection due to failure of sterilization procedure due to supplier process: not possible: the sterilization method is validated according to the sterilization specification. Infection due to failure of sterilisation procedure due to design: not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Infection due to proposed resterilization procedures in IFU not effective: possible: it is unknown if the product was resterilized, therefore cannot be excluded. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use. Possible: it is mentioned in IFU d0111500211 under chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used". General surgical knowledge is provided to the customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: according to the information available at the hand, all components of tha including the ms30 stem were revised due to the infection after 8 months in-vivo time. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received. Therefore, the event cannot be confirmed. Review of the device history records and sterilization certificate for the product could not be reviewed since no lot info was reported. However, gamma sterilization specification of the device certifies the suitability of sterilization. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during the operation, damage of the packaging during transportation, resterilization of the device, use of expired product and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ms-30 stem winterthur generic hip (catalogue number unknown) on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to infection.